Event description:
It was reported that during an unknown procedure, the surgeon found the tissue could not be sewn after firing. The 2/5 of the round did not have staples. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
The vigilance monitor, model vgsv, (B) (4), was reported by customer as the unit "smoked". An edwards electronics technician evaluated the monitor and found contamination and liquid damage to the circuit board. The monitor presented a damaged video board and motherboard, with signs of liquid damage. The service history record was reviewed and all manufacturing requirements were met.

Event description:
Reportedly, the unit "smoked". No patient injury reported.